Event description:
It was reported that on (B)(6) 2024, the patient underwent revision of the right femur due to a broken retrograde femoral nail. Hardware removal and revision was performed. Due to the nail breakage, the patient experienced mal-reduction and non-union. No further details were provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the rfna/ 9mm / 300mm/ standard bend/ ster was broken across the distal section, fragments were returned for evaluation. The edges of the fracture section do not indicate any signs of material issue, only smoothed out areas. With the available information, it is not possible to establish a root cause for the failure of the device. A dimensional inspection was not performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the rfna/ 9mm / 300mm/ standard bend/ ster would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications device history review : manufacturing location: monument, manufacturing date: 07-nov-2023, expiration date: 30-sep-2028 , part number: 04.233.930s, rfn/9mm/300 mm std bend/ pe inlay/sterile, lot number: 8459p46 . This lot met all dimensional, sterility and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: additional information note is added in the event description. Corrected data: d4: primary UDI number updated. H8: usage of device updated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that there were no broken fragments retained in the patient and the surgery was completed successfully.